Event description:
It was reported that a flogard infusion pump could not turn on. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-82 alarm. The cause of the condition was determined to be a damaged central processing unit (cpu) board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.